Event description:
The table top was found to be floppy and loose. There was no patient harm as a result of this failure. The biomedical assessment found the retaining pin that holds tilt cylinder had slipped out, even thought the pin's set screw was still tight. The pin was repositioned and the set screw was retightened. The ears that hold the pin were peened (hammered over) to prevent the pin from working loose. The table was then returned to service.